Event description:
Additional information from the consumer reported that change to device programming was the circumstance that led to the sudden loss of symptom relief. The nurse and the patient were having difficulty in getting a setting that offered the patient the relief she had for the 2 weeks following her surgery in march. The patient was able to meet with the manufacturers' representative (rep) the week prior to report. The change the rep made helped some and it may be as good as it was going to be.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient did not feel stimulation and therapy was reportedly on. The patient had a loss of symptom relief. This was considered a sudden change in therapy/ symptoms. Up through the first few weeks the implant "was awesome." The patient never felt pulsing but didn't care because it was such a huge improvement. Since then, it stopped helping and she tried increasing and changing programs and the manufacturing representative reportedly tried reprogramming but nothing had helped. The patient was told to look for the settings on the box, but they could not find the settings on the box. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received from the manufacturing representative reported that he had no record of meeting with the patient. He did not recall this patient or having knowledge of any sudden loss of therapy. He also noted that the office manages their patients so it would have been unlikely that he reprogrammed the patient.